Event description:
Patient had been started on patient-controlled analgesia (pca) pump around 10:30. Patient was drowsy by easily rouseable. Nursing hand-offs and bedside checks including verification of pca settings was done. Around 0300 patient was drowsy but rouseable. Patient was found at 0100 unresponsive and not breathing. Code was called, pca turned off and patient narcaned. Patient responded to narcan, was transferred to imc for monitoring, but returned to floor about 14 hours later with no residual effects. Unknown if pca may have malfunctioned or patient suffered accumulation of narcotics.